Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) results was due to a malfunction with the aspirate probe 3. While the fse was on site he also cleaned the in-process queue and the dispense port 4. The system was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur (B)(6) results were obtained on multiple patient samples. The results were not reported to the physician(s). Upon retest the correct results were reported to the physician(s). There was no report of adverse health consequences due to the discordant (B)(6) results.